Manufacturer narrative:
The ICD was returned with an 8 cm long lead fragment attached. The fragment consisted of the is-1, and the df-1 connectors. The connectors proved to be securely attached to the ICD connection system. Particularly, there was no contact interruption present between the header connection system and the lead fragments. The lead fragments did not show any material or workmanship problem. The ICD was analyzed. The battery status was bol with an interrogated battery voltage of 6.04v. This was an anticipated value after an implantation time of three months, and an amount of nine charging cycles. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified with a charing time of less than 10 seconds, documenting a correct sensing and shock delivery. In particular, the specfied energy level was reached. The inspection of the ICD memory showed an episode in 2006, the day of the patient's death. The iegm does not indicate a device or lead dysfunction. Particularly, pacing pulse were present, indicating that there was no contact interruption between the ICD and the lead potentials. The recorded pacing impedances and thresholds were inspected, showing constant and normal values: 2006 (implantation): pacing impedance of 655 ohm with a threshold of 0.5v at 0.5ms. The next day (follow-up): pacing impedance of 681 ohm with a threshold of .05v at 0.5 ms. One month later, (follow-up): pacing impedance of 681 ohm with a threshold of 0.6v at 0.5 ms. In summary, the ICD was fully functional. Particularly, the ICD sensing and shock delivery proved to be flawless. The returned lead fragment did not show any material or workmanship problem. The stored iegm data indicated no lead or ICD dysfuntion. This is supported by the recored pacing threshold and impedance values, which documents a reliable sensing and pacing during the implantation time of the lead.

Event description:
Patient expired, after collapsing from uknown.